Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity. It was reported that there was a diagnosis of neuropathic pain bilateral legs, baclofen pump malfunction. The order is to scan to rule out a "baclofen pump granuloma". There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via business partner. On an unknown date after starting the product, the patient experienced bilateral neuropathic leg pain, and a baclofen pump malfunction was noted. On (B)(6) 2017, the patient was about to undergo an MRI to rule out a baclofen pump granuloma. On (B)(6) 2017, it was learned that the physician had been taking care of the patient ¿for a long time¿ and it was initially thought that there may have been an issue with the pump but that had later been ruled out by an MRI. It was also reported they didn¿t believe there was an issue with the pump itself. As of (B)(6) 2017, the patient had received unspecified treatment. On 6/16/2017, it was reported that on an unreported date in (B)(6) 2016, he started treatment with baclofen 500 mcg/ml at 165 mcg/day. Concomitant drugs: lansoprazole capsule, 30 mg (B)(6) 2016 ongoing; bactrim (sulfamethoxazole, trimethoprim) tablet ongoing; baclofen tablet 20 mg ongoing; unspecified vitamin d3 capsule 20; miralax (polyethylene glycol 3350) (B)(6) 2016 ongoing; mucinex (guaifenesin) tablet 600 mg (B)(6) 2016 ongoing, ibuprofen table 800 mg ongoing, additional medical history included disability, spinal cord injury resulting in spastic quadriplegia (c5-c7 incomplete); traumatic injury to left lower extremities (lle) requiring multiple surgeries (1987), with difficulties in activities of daily living (upper and lower body dressing, putting on shoes or socks, toilet hygiene, getting in or out of bed, getting in or out of tub/shower and getting in and out of car), spastic paraparesis (with almost constant muscle spasms), pain in bilateral lower extremities (ble) and flexion contractures of the knee bilaterally secondary to remote traumatic spinal cord injury, symptoms of decompression (in (B)(6) 2014), chronic pain syndrome, neurogenic bladder (with chronic indwelling foley catheter with (B)(6) colonization), urinary tract infection (uti) symptoms, chronic cystitis, neurogenic bowel, fution (chronic and functional), chronic hypotension, decubitus ulcer (sacral area, stage ii; left foot, stage IV; right heel, stage I), high risk of falls, alcohol use occasionally, former smoker, chest congestion, vitamin d deficiency, persistent insomnia, pneumonia, esophageal spasm, essential hypertension, flank pain, venous insufficiency of left leg, cataract-left (extraction done), inguinal hernia left (repair done), MRI (cervical spine) and CT scan (thoracic, cervical and lumbar spine) (both performed (B)(6) 2014), x-ray (cervical spine) followed by decompression and fusion of c3-c6 ((B)(6) 2014), x-ray of cervical spine ((B)(6) 2014; results not reported), anemia (detected on (B)(6) 2016; hemoglobin/hematocrit (units not reported): 12.5/38.9).concomitant products included the following taken orally; all were active: and use of tizanidine hcl 4mg tablet orally every 8 hours ((B)(6) 2016), zolpidem tartrate 12.5 mg tablet ER orally 1x/day ((B)(6) 2016), lansoprazole 30 mg ((B)(6) 2016) 1 capsule 2x/day, bactrim (sulfamethoxazole/trimethoprim) 400-80 mg 1 tablet daily, baclofen 20 mg 1 tablet 4x/day, vitamin d3 2000 units 1 capsule/day ((B)(6) 2017), miralax (polyethylene glycol 3350) one half/day as needed ((B)(6) 2016), mucinex (guaifenesin) 600 mg 1 tablet 2x/day ((B)(6) 2016), ibuprofen 800 mg 1 tablet 3x/day, zantac (ranitidine hcl) 150 mg 1 tablet/day, tramadol hcl 50 mg 2 tablets 4x/day, diazepam 5 mg 1 tablet 3x/day as needed, linzess (linaclotide) 290 mcg 1 capsule/day and alive men¿s energy 1 tablet/day as needed. On an unspecified date, the patient experienced a uti and increased ble spasticity (associated with the previously reported event of neuropathic pain in bilateral leg), which resolved after the uti was treated. On an unspecified date in (B)(6) 2016, the patient had atypical chest pain. On (B)(6) 2016, a myocardial perfusion scan indicated ¿a small fixed defect; probably diaphragm attenuation. No inducible ischemia. Ejection fraction 58%.¿ on an unreported date in (B)(6) 2016, the patient had an egd (esophagogastroduodenoscopy) which was within normal limits. On (B)(6) 2016, the pump was refilled. On (B)(6) 2016, right heel decubitus ulcer with painful eschar was noted. The debridement of the ulcer revealed new skin and no open wound. On (B)(6) 2017, he was initially seen in the rehab clinic and an MRI of the lumbar spine with/without contrast (compared to MRI from (B)(6) 2015 and abdominal radiograph from (B)(6) 2016-results not reported) was performed that day which revealed advanced multilevel degenerative disc disease with canals and neural foramen narrowing. The pain pump was found overlying the left lower quadrant and the catheter was not visualized on the study. The results were further detailed as the following: l1-l2:-no significant abnormality; l2-l3: a small broad based disc bulge and bilateral facet hypertrophy along with short pedicles. This produces mild canal narrowing along with mild to moderate bilateral neural foramen narrowing. L3-l4: moderate broad based disc bulge bilateral facet hypertrophy intrahepatic. This produces mild canal narrowing with moderate left and moderate to severe right neural foramen narrowing. L4-l5: moderate broad based disc bulge bilateral facet hypertrophy and short pedicles. This produces severe canal narrowing with severe left and severe right neural foramen narrowing. L5-s1: broad based disc bulge which extends from the central to 4 right lateral region. This is also bilateral facet hypertrophy short pedicles. Overall this produces mild canal narrowing however there is severe right and severe left neural foramen narrowing. On (B)(6) 2017, he had a follow-up visit with the physician for the flu (onset date not reported). His muscle tone in ble and the pain had significantly improved along with positioning while at home being able to sit in a recliner. On (B)(6) 2017, he was noted to have leg cramps, foot pain, muscle cramps, muscle spasm, muscle weakness and hand weakness. Problem list included uti symptoms with urine culture that was positive for staph aureus. As of (B)(6) 2017, the patient was to follow up in 1 month with the physician for the spastic quadriplegia. The neurogenic bladder was stable clinically and functional constipation was impacted on rectal examination (verbal consent was obtained and disimpaction performed accordingly). The chronic cystitis was on chronic suppression; so the patient would hold the suppressive prescription until he completed the doxycycline. He was started on ampicillin 500 mg 1 capsule 4x/day for a week to treat the acute cystitis. No additional information was provided.